Event description:
It was reported that the prograsp forceps instrument wire was noted to have come off the pulley and was beginning to break at the tip of the instrument after a da vinci prostatectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was derailed at the distal idler pulley. The grip cable was seated on outermost pulley and cable was exposed on the outside of the pulley. The yaw motion was non-intuitive as a result. The other cables at the wrist were undamaged. Failure analysis investigation also found the following additional damages to the instrument: the pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.